Manufacturer narrative:
Additional device product code: hrx (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 352.252s, lot # h285519: release to warehouse date: 27-apr-2017, expiration date: 31-mar-2026, manufactured by synthes (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that part of the reamer head for a reamer irrigator aspirator (ria) broke off while reaming the canal of a tibia during a hindfoot ankle fusion procedure on (B)(6) 2017. This occurred as the surgeon was reaming and irrigating through the left foot into the tibial canal. The 13mm reamer head broke around the entry site into the soft tissue. It was not noticed until after the reaming was completed. Upon x-ray, it was noticed that the head had broken into two pieces. The broken pieces were small and easy to remove. There was a reported surgical delay of ten (10) minutes due to the surgeon retrieving the two broken pieces. Additional x-rays were required to locate and confirm that nothing was left behind. No additional medical intervention was required. The broken pieces were removed and the team continued on with the procedure and implanted a hindfoot ankle fusion nail. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: drive shaft seal-sterile for ria (part # 351.718s, lot # h367716, quantity of 1) and 2.5mm reaming rod with ball tip/950mm-sterile (part # 351.706s, lot # unknown, quantity of 1). This report is for one (1) 13.0mm reamer head-sterile. This is report 1 of 1 for complaint (B)(4).